Event description:
Received a copy of a customer medwatch report in which the customer reported pump module programmed to run at 125 ml/hr for two hours with a vtbi of 250ml. The bag was completely infused in approx 1 hour. Customer biomedical engineering dept found the module functioning properly. Contacted customer to get additional clinical info regarding event and to request device be sent in for investigation. As of the time of this report, no response from customer. If product received, a follow up report will be sent when investigation complete.